Manufacturer narrative:
The left ventricular lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited loss of capture, increased thresholds, and an increased pulse width due to lead dislodgement. A revision procedure was performed; the left ventricular lead was successfully repositioned with normal measurements. No additional adverse patient effects were reported.